Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that the reported observations were traced to adverse event related to patient condition. This product was not returned by the customer. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the reported observations were traced to adverse event related to patient condition. Risk review: a risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a smartpass disabled alert. The smartpass was enabled by the health care professional (hcp) and it then was automatically disabled one more time. It was also noted that the patient has a high body mass index (bmi). Technical services (ts) reviewed the episodes and it was mentioned that the smartpass was disabled due to low amplitude r-wave both times. The patient will be seen in-clinic to try to program a different vector and re-enable the smartpass. Additional information was provided. The patient was seen in-clinic and automatic set-up was successful in all vectors, the device was programmed to the primary vector. It was also noted that the r-wave amplitude decreased significantly when patient leaned forward. This was identified from a lateral x-ray which showed that the primary electrode was in a fatty tissue and not on the muscle itself. Hence, the secondary vector was manually chosen and showed no degradation of amplitude in any tested positions. This is due to very high bmi. The patient will continue in-person follow-ups due to having another episode of smartpass deactivation. It was also mentioned that the electrode has slightly raised upwards near the apex of the sternum as observed in imaging, and while in secondary vector the patient has received one inappropriate shock. The device has disabled smartpass once again and after automatic setup all vectors failed at sitting position. The s-ICD system remains in service. No adverse patient effects were reported.